Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and the current blood glucose was 205 mg/dl. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer was neither in the emergency room and nor admitted as a result of the high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer dos not allege the insulin pump was under delivery. The high pressure test was performed and it was passed. Troubleshooting was performed for the high blood glucose under delivery. The customer was treated with the insulin pump and the manual injection. The insulin pump will not be returned for analysis.